Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field.a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.(B)(4).

Event description:
It was reported that the tubes are under filling within a month of expiration during use with a bd vacutainer® 9nc 0.129m plus blood collection tubes. The following information was provided by the initial reporter: (5 of 8 complaints) it was reported that the tubes are not completely filling to the minimum draw volume if they are within one month of their expiration date. Our staff have developed a work around of collecting specimens in a syringe and transferring blood to the blue top tube so they can manually force a couple more drops of blood into the tubes which is obviously not a good solution for many reasons. Additionally, our emergency department rn's who are drawing specimens during IV start are not able to "force" additional blood into the tubes so minimum blood volumes are not met in that circumstance, resulting in recollections.

Event description:
It was reported that the tubes are under filling within a month of expiration during use with a bd vacutainer® 9nc 0.129m plus blood collection tubes. The following information was provided by the initial reporter: (5 of 8 complaints). It was reported that the tubes are not completely filling to the minimum draw volume if they are within one month of their expiration date. Our staff have developed a work around of collecting specimens in a syringe and transferring blood to the blue top tube so they can manually force a couple more drops of blood into the tubes which is obviously not a good solution for many reasons. Additionally, our emergency department rn's who are drawing specimens during IV start are not able to "force" additional blood into the tubes so minimum blood volumes are not met in that circumstance, resulting in recollections.

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.